Event description:
It was reported that a device was used during an unk procedure. The device shattered upon removal of the sleeve at the end of the procedure. The piece of the device remains in the abdominal cavity.